Manufacturer narrative:
This was reported on (B)(4). Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported that the tip of a screw driver fractured off during screw installation within surgery. The driver tip was removed from the screw and the procedure was completed using an alternative screw driver. There were no reported patient impacts associated with this event.

Manufacturer narrative:
Additional information: ethnicity; results and conclusions - the device was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the tip of a screw driver fractured off during screw installation within surgery. The driver tip was removed from the screw and the procedure was completed using an alternative screw driver. There were no reported patient impacts associated with this event.